Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from an unknown location during drain 1 of 6 of the patient¿s pd treatment. The patient¿s contact reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact stated that the fluid leak occurred during drain 1 of 6 of the patient¿s peritoneal dialysis treatment while they were connected. The patient¿s contact stated that the patient received an air detected in cassette warning during drain 1 of 4 and upon checking the cassette door, fluid was leaking out of the door. The cause of the leak was unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were indications of dried fluid on top of the pump door. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) simulated treatment was performed and failed. During the test, the pump motor diagnostic screen displayed a grinding noise with the pump a motor. There were no fluid leaks in the test cassette. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads were within specification. An internal visual inspection of the cycler found dried fluid within the recess of the bottom cover adjacent to the pump. There was dried fluid on the back of the pump b piston on the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 07/21/2020. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that the peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from an unknown location during drain 1 of 6 of the patient¿s pd treatment. The patient¿s contact reported receiving an air detected in cassette alarm during drain 0 which was bypassed and reoccurred in drain 1 of 4 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact stated that the fluid leak occurred during drain 1 of 6 of the patient¿s peritoneal dialysis treatment while they were connected. The patient¿s contact stated that the patient received an air detected in cassette warning during drain 1 of 4 and upon checking the cassette door, fluid was leaking out of the door. The cause of the leak was unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that the peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from an unknown location during drain 1 of 6 of the patient¿s pd treatment. The patient¿s contact reported receiving an air detected in cassette alarm during drain 0 which was bypassed and reoccurred in drain 1 of 4 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact stated that the fluid leak occurred during drain 1 of 6 of the patient¿s peritoneal dialysis treatment while they were connected. The patient¿s contact stated that the patient received an air detected in cassette warning during drain 1 of 4 and upon checking the cassette door, fluid was leaking out of the door. The cause of the leak was unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.